Event description:
Reason for revision: dislocated hip due to retroverted stem.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided patient x-rays confirms the reported dislocation of the articulating components. It can be seen the acetabular cup and femoral stem are not in an optimal position. Hardware and cabling of the femur is noted in x-ray. It cannot be determined, with the x-ray provided, that the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.